Event description:
It was reported that a user received an ¿unable to proceed¿ message during the fill tubing step, suggestive of an occlusion, and after a restart the pump completed a dry run successfully; the user was advised to perform a complete supply change and agreed to do so independently. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond user-led troubleshooting and planned supply replacement, with no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education, including device restart and a successful dry run. Investigation of this case revealed normal device function during the dry run, with the event likely related to disposable setup or transient obstruction during the fill procedure. It was concluded, based on previously established findings for similar reports, that the cause was user-related procedural factors during setup.

Manufacturer narrative:
Initial